Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition and non-sustained right ventricular oversensing. No changes or intervention was reported; the physician will continue to monitor the device. There were no patient consequences.